Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited high capture threshold. No intervention was performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.